Event description:
A nurse reported that when the surgeon was about to use the cutter (probe), it broke into two pieces. There was no pt harm reported.

Manufacturer narrative:
The customer returned one (1) 25 gauge probe. The sample was visually inspected and found to be nonconforming because the outer needle was missing, the top of weld was missing, and the inner cutter was bent. The sample was functionally tested and found to be conforming for actuation. The probe was disassembled and the components inspected. The inner cutter exhibited wear marks and gouges. There was no evidence of an adhesive on the interface between the needle/stiffener assembly. The device history records for the component lots were reviewed. Anomalies occurred in the manufacturing of the reported product that may have contributed to the reported complaint. Multiple lots have nonconforming material reports for loose needles. The associated lots (14) were released based on manufacturer's acceptance criteria after rework/inspection. Subassembly lots were researched for the timing of the icure process implementation against the needle lots from this complaint. All subassemblies used in the complaint lots were produced prior to the icure implementation. The complaint of the 25 gauge probe breaking into two pieces was caused by a lack of adhesive (internal manufacturing) on the interface between the needle/stiffener assembly. An internal investigation has been opened to address this issue. (B)(4) .